Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed report, additional information provided: all proglide devices were successfully preflushed prior to proglide use. No additional information was provided.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional three proglide devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in the left common femoral artery was achieved with a proglide device using the pre-close technique via a 6f sheath prior to a covered stent procedure. Reportedly, a second proglide was attempted; however, there was no blood showing in the marker lumen. The sheath was upsized to 14f and the procedure was begun. A hematoma was noticed at the access site. The procedure to place a covered stent was completed. Another third proglide device was attempted; however, there was no blood flow from the marker lumen. A fourth proglide was attempted; however, there was also no blood showing in the marker lumen. The hematoma was treated and hemostasis was achieved with surgical suturing. There was a reported clinically significant delay in the procedure. No additional information was provided.